Event description:
It was reported that there was ventricular tachycardia arrest and indication of t-wave oversensing. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.